Event description:
Customer felt blood glucose results were high. The doctor increased insulin intake. The customer received a result of 215mg/dl, three hours after taking insulin the customer went to the hospital. A lab was done with a result of 85 mg/dl and the hospital device read 69mg/dl. The customer was given food and hospitalized. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.